Event description:
It was reported that two months ago, this pacemaker system triggered a lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead and one day ago, the pacemaker triggered another lead safety switch (lss) due to high impedances out of range on this right ventricular (rv) lead. A signal artifact monitoring (sam) event was also recorded due to minute ventilation (mv) oversensing on the ra and rv channel. Technical services (ts) noted it was unlikely that two leads were broken in so short post implant time. An x ray was suggested, nonetheless it was note in latitude that the patient refused it. Ts suspects that it is still in the time frame of a lead connection issue, and the set screw or lead need to be fully inserted. Moreover, the x ray was performed and showed a good header connection. It was suspected a slight bend in the leads at the clavicle location. Furthermore, the leads exhibited loss of capture (loc) and oor high impedances on bipolar configuration. The physician suspects both leads were fracture due to x ray results and the fact that the patient lifts heavy patients everyday. Technical services (ts) reviewed the data and did not found evidences of a pacemaker hardware malfunction. The rv and ra channels also have presence of non-physiologic noise on the sense channels in stored episodes. It was also found that the power consumption appeared to be normal. Technical services (ts) suggested how to proceed once intervention is performed, nonetheless, the patient refused going to the clinic. It was discussed by the physician to implant a leadless pacemaker. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that two months ago, this pacemaker system triggered a lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead and one day ago, the pacemaker triggered another lead safety switch (lss) due to high impedances out of range on this right ventricular (rv) lead. A signal artifact monitoring (sam) event was also recorded due to minute ventilation (mv) oversensing on the ra and rv channel. Technical services (ts) noted it was unlikely that two leads were broken in so short post implant time. An x ray was suggested, nonetheless it was note in latitude that the patient refused it. Ts suspects that it is still in the time frame of a lead connection issue, and the set screw or lead need to be fully inserted. Moreover, the x ray was performed and showed a good header connection. It was suspected a slight bend in the leads at the clavicle location. Furthermore, the leads exhibited loss of capture (loc) and oor high impedances on bipolar configuration. The physician suspects both leads were fracture due to x ray results and the fact that the patient lifts heavy patients everyday. Technical services (ts) reviewed the data and did not found evidences of a pacemaker hardware malfunction. The rv and ra channels also have presence of non-physiologic noise on the sense channels in stored episodes. It was also found that the power consumption appeared to be normal. Technical services (ts) suggested how to proceed once intervention is performed, nonetheless, the patient refused going to the clinic. It was discussed by the physician to implant a leadless pacemaker. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker was repositioned on the right side, and the leads were explanted and replaced due to fracture, confirmed by x ray. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately ~20.8-22 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of the allegations were likely caused by the confirmed fracture.

Event description:
It was reported that two months ago, this pacemaker system triggered a lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead and one day ago, the pacemaker triggered another lead safety switch (lss) due to high impedances out of range on this right ventricular (rv) lead. A signal artifact monitoring (sam) event was also recorded due to minute ventilation (mv) oversensing on the ra and rv channel. Technical services (ts) noted it was unlikely that two leads were broken in so short post implant time. An x ray was suggested, nonetheless it was note in latitude that the patient refused it. Ts suspects that it is still in the time frame of a lead connection issue, and the set screw or lead need to be fully inserted. Moreover, the x ray was performed and showed a good header connection. It was suspected a slight bend in the leads at the clavicle location. Furthermore, the leads exhibited loss of capture (loc) and oor high impedances on bipolar configuration. The physician suspects both leads were fracture due to x ray results and the fact that the patient lifts heavy patients everyday. Technical services (ts) reviewed the data and did not found evidences of a pacemaker hardware malfunction. The rv and ra channels also have presence of non-physiologic noise on the sense channels in stored episodes. It was also found that the power consumption appeared to be normal. Technical services (ts) suggested how to proceed once intervention is performed, nonetheless, the patient refused going to the clinic. It was discussed by the physician to implant a leadless pacemaker. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker was repositioned on the right side, and the leads were explanted and replaced due to fracture, confirmed by x ray. No additional adverse patient effects were reported.